Manufacturer narrative:
This complaint conclusion has been updated to include recently received information. During treatment of a lesion in the distal left anterior descending artery, stent dislodgement occurred. This event involves a male with stenosis of the mid right coronary artery (mrca) and the distal left anterior descending (dlad). The indication for the initial evaluation was not reported. During treatment of the lesion in the mid rca, tracking difficulty was reported during delivery of the cypher stent (3.5x18mm). The lesion was pre-dilated twice and re-delivery of the cypher was attempted again. However, tracking difficulty was encountered again. Next, during treatment of the severely calcified lesion in the d-lad the physician reported resistance. According to the IFU, the cypher stent is contraindicated in lesions that prevent complete inflation of an angioplasty balloon. The jl4 guide catheter was exchanged for the xb for increased back support. However, the physician was unable to successfully deliver the product. Per report, during the difficulty encountered crossing the lesion, the cypher (3.0x28mm) became dislodged. Therefore, the physician retrieved both the stent and sds and completed the procedure with an endeavour. The product and all associated components were removed from the pt without complications or pt injury. Upon return of the unit for analysis, the stent was noted to be missing. The account confirmed the stent had been shipped along with the stent delivery system. Analysis of the product showed evidence of stent marks on the balloon. A device history record review revealed the product met quality requirements for product acceptance. In conclusion, the account confirmed the event of stent dislodgement. The stent was retrieved from the pt, but became lost sometime during shipping. The clinical cause for the stent dislodgement could not be conclusively determined. However, it appears that vessel factors may have contributed to the difficulty encountered delivering the product and possibly the dislodgement of the stent. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.

Event description:
This is an initial and final report. A report was initially received from the affiliate indicating that the product failed to reach the target lesion due to tracking difficulty. However, an analysis of the returned product revealed that the stent dislodged as it was not returned with the stent delivery system. Per additional information received, the target lesion was treated with an endeavour stent.